Event description:
It was reported that the customer experienced a delay in flash while using the needle. This caused the user to question if they were in the vein before advancing the needle. Placement then infiltrated. Bluntness to the needle caused pain to patient due to painful insertion.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: no product was returned for investigation. If the product is received the investigation will be reopened. A DHR review could not be completed as no lot numbers were provided.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06087. The report was submitted in error.